Event description:
Received a report that a site's dell handheld computer was freezing up, indicating a possible software malfunction. The handheld was returned to the manufacturer. Analysis was performed on the returned flashcard and found that the hhd would pause for 20 seconds while the hhd database was copied onto the flashcard. This is behavior based upon the size of the v7.1 database.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.